Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a power on reset (por) error message, and that their therapy has stopped. The patient stated they were trying to recharge their implantable neurostimulator (ins) when the por error was seen. The patient was unable to clear the por at the time of the report, as their programmer was showing a warning message to charge the ins. Steps were reviewed for bypassing the por so that the patient could charge. They stated they will clear the por when they finish charging. No further complications were reported. The patient was implanted for non-malignant pain.